Event description:
It was reported that prior to starting (ports placed) during a da vinci-assisted low anterior resection surgical procedure, the customer called an isi technical support engineer (tse) and reported that they were getting repeated u-02 faults on the integrated electrosurgical unit (iesu). Tse had customer hard cycle and power cycle iesu and issue persisted. Site connected a third-party esu and is moving forward with case. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.